Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the access sheath was not able to move smoothly during the procedure. The user removed the device to find the patient had urethral mucosal damage. Per additional information from the ibc via email 25nov2019, it is unknown if the patient required any further medical intervention, and it is unknown the condition of the access sheath before the procedure occurred (was the sheath smooth, rough, etc.).

Event description:
It was reported that the access sheath was not able to move smoothly during the procedure. The user removed the device to find the patient had urethral mucosal damage. It was later reported from the international business center via email (B)(6) 2019 that it is unknown if the patient required any further medical intervention, and it is unknown the condition of the access sheath before the procedure occurred (was the sheath smooth, rough, etc.)

Manufacturer narrative:
The reported event was unconfirmed. Evaluation report of the returned sample, submitted by futurematrix interventional, stated that when the dilators were removed from the sheaths and reinserted using one hand, no resistance was felt. All 3 dilators were easily inserted into the respective sheaths. When the dilators and sheaths were tested in congo red to verify coating, it was indicated that the dilators and sheaths were coated properly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ directions for use: 1. Activate the hydrophilic coating by placing the dilator and sheath components into saline or sterile water. Place an 0.035" (0.889mm) or 0.038" (0.965mm) guidewire into the ureter using standard endourology techniques. 2. Ensure the dilator lock is securely engaged with sheath hub prior to insertion. 3. Insert the guidewire into the tapered end of the dilator/sheath assembly and gradually advance the assembly into the ureter. Note: placement of the assembly can be verified using fluoroscopy or radiographic means. 4. While maintaining sheath position, disengage the dilator lock from the sheath hub to gently remove the dilator. Do not advance sheath without the dilator in place. Note: suture holes are provided on sheath hub for securing externally, if desired. 5. An endoscope and/or related instruments can now be used through the ureteral sheath as needed. 6. If desired, irrigation can be applied using the luer connector on the dilator. 7. Upon completion of the access procedure, gently withdraw the device. 8. Discard the device in accordance with hospital procedures and with applicable laws and regulations. For urological use only" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.